Event description:
Customer reported having issues with primed and went through two reservoir. Customer was assisted with priming. Customer's blood glucose was 201 mg/dl. Customer also mentioned the infusion site was wet but no leak was noted. Customer's current blood glucose was 188 mg/dl. Customer state it might be the sensor and declined any troubleshooting. Customer was advised the enlite was for her current device. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.